Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that a review of the csv files showed that t4 was getting cold during therapy. Biomed stated that they drained 500 ml from the left drain port. Tech support informed biomed that this was indicative of a failed chiller. Initial test, chiller would not cool. Chiller assembly was replaced. Unit did not have a screen protector. Screen protector was added to the unit. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 38.6c, water temperature (wt) was 31.3c, chiller temperature (t4) was 31.5c, mixing pump command 100 percentage. Advised device needs to go to biomed labeled with alert 113, not cooling, and they should change to another device. Spoke with biomed team on 30jan2025. It was reported that the device was having a cooling issue. It was unknown whether the patient completed therapy or if there was any patient impact. The bd technical support team and sent over the patient data log and advised to clear fluids off the left port and the issue was not resolved. It was confirmed that the device would be sent into a bd-approved facility for evaluation. They were currently waiting for the po to be processed to receive a shipping container.

Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 38.6c, water temperature (wt) was 31.3c, chiller temperature (t4) was 31.5c, mixing pump command 100 percentage. Advised device needs to go to biomed labeled with alert 113, not cooling, and they should change to another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 38.6c, water temperature (wt) was 31.3c, chiller temperature (t4) was 31.5c, mixing pump command 100 percentage. Advised device needs to go to biomed labeled with alert 113, not cooling, and they should change to another device. Spoke with biomed team on 30jan2025. It was reported that the device was having a cooling issue. It was unknown whether the patient completed therapy or if there was any patient impact. The bd technical support team and sent over the patient data log and advised to clear fluids off the left port and the issue was not resolved. It was confirmed that the device would be sent into a bd-approved facility for evaluation. They were currently waiting for the po to be processed to receive a shipping container.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that a review of the csv files showed that t4 was getting cold during therapy. Biomed stated that they drained 500ml from the left drain port. Tech support informed biomed that this was indicative of a failed chiller. Initial test, chiller would not cool. Chiller assembly was replaced. Unit did not have a screen protector. Screen protector was added to the unit. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Targeted temperature (tt) was 36c, patient temperature (pt) was 38.6c, water temperature (wt) was 31.3c, chiller temperature (t4) was 31.5c, mixing pump command 100 percentage. Advised device needs to go to biomed labeled with alert 113, not cooling, and they should change to another device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 38.6c, water temperature (wt) was 31.3c, chiller temperature (t4) was 31.5c, mixing pump command 100 percentage. Advised device needs to go to biomed labeled with alert 113, not cooling, and they should change to another device.